Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 100-192 mg/dl. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.